Event description:
It was reported that the pacemaker battery diagnostic data indicates that the power consumption of this device has been increasing within 24 months. The pacemaker device was surgically explanted and a new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the pacemaker battery diagnostic data indicates that the power consumption of this device has been increasing within 24 months. The pacemaker device was surgically explanted and a new device was successfully implanted. No additional adverse patient effects were reported.